Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-20-user's test strip had poor storage(kitchen). (B)(4). Manufacturer contacted customer (several attempts) in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for low blood glucose results. The customer is concerned with results obtained of 72 and 80mg/dl. The expected fasting blood glucose test result range is 115-125mg/dl. The customer feels well and did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The product is stored by customer according to specification in the kitchen. During the call on (B)(6) 2018 a back to back blood test was performed non-fasting by the customer and produced test results of 227 and 202mg/dl using true metrix meter. The test strip lot manufacturer's expiration date is 02/15/2019 and open vial date is (B)(6) 2018. The meter memory was reviewed for previous test result history: (date/time not stored correctly) result 1 :72mg/dl date: (B)(6) 2018 time:11:55am fasting, result 2 :80mg/dl date: (B)(6) 2018 time:12:26pm fasting.